Event description:
It was reported that during a biliary stenting treatment procedure, suboptimal stent deployment occurred. The procedure was indicated due to cancer in the common bile duct. The target lesion was "long, hard and small". A 10 x 60mm rx wallstent biliary stent was advanced to the target lesion. While deploying the stent, the physician noticed that the proximal end of the stent was "very far" in the intrahepatic duct impairing the physician from endoscopically visualizing the distal end outside the papilla. The physician inadvertently deployed the device beyond its intended location. Because of potential complications due to the misplacement, the physician sent the pt to surgery on an unspecified date, and the stent was removed laparoscopically. The pt's current condition is unk.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.